Event description:
It was reported that the patient received an inappropriate high voltage therapy shock a few hours after device implant. It was also reported that strange noises were seen on the egm including when the patient moved his arms. The device and lead were explanted and replaced. It was also reported that nothing abnormal was seen on fluoro and nothing abnormal was seen when the lead connections were checked during the replacement. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: no anomalies found; full lead returned and analyzed. No anomalies found.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Analysis of the ICD device is in process; the results will be forwarded when available. Evaluation summary: no anomalies found; full lead returned and analyzed.